Event description:
It was reported that the device was stuck at the initial self-test sequence and failed to boot up properly for use. The device was unable to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the programmed system controller pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed assembly determined the cause for the malfunction to be a temperature sensitive ic chip, designator u18.